Event description:
Customer's mother reported via phone call that the batteries on the insulin pump only last about a day. It was stated that the battery cap has been replaced and the issue persists. The customer's mother stated they changed the battery cap and was still receiving weak battery alerts. The battery was changed and it worked but got a weak battery the next day and when changing the battery again, they received an off no power alarm. Blood glucose value was 175 mg/dl. It was the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had all operating currents within specification. No unexpected low battery, off no power alarm, or weak battery alarms noted. However, the insulin pump had corroded battery tube noted during visual inspection. Device received with minor scratched lcd window and cracked reservoir tube lip.